Manufacturer narrative:
Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The instructions for use (IFU) state: ¿place the thv and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the thv 2-3 mm distal to the blue balloon shaft (in the valve crimp section) of the delivery system with the inflow of the thv towards the distal end of the delivery system.¿ in addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer skirt end) of the thv should be oriented distally towards the tapered tip to prevent the risk of severe patient harm." There is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies. The cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), a 29mm sapien 3 valve was implanted in a 50:50 aortic/ventricular position, however the valve was "upside down". The patient's blood pressure dropped to 40/25 until they were placed on a heart-lung machine. After the patient was placed on a pump, a second 29m sapien valve was successfully implanted in the same position and with correct orientation. The patient's blood pressure recovered to 120/80 and tee confirmed normal valve function and no paravalvular leak. The patient was later extubated without any neurological or hemodynamic deficiency.